Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. The pump had no compromised force sensor system alarm. The pump had a scratched lcd window, cracked display window corners, and a cracked reservoir tube lip. They were unable to perform the prime/compromised force sensor system test due to the motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a motor error alarm and a compromised force sensor system alarm on the insulin pump. The pump will need to be replaced.